Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The surgeon noted that he caused the tracker to move, which caused the inaccuracy. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system suddenly became inaccurate by over a cm. Accuracy was confirmed after registration. This later changed to inaccurate for all attempted instruments. Re-registration was performed to resolve the inaccuracy. Later analysis revealed that movement of the reference frame resulted in the issue. There was no impact to patient. There was a reported delay to procedure of 15 minutes due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.